Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 424 mg/dl and later blood glucose value was 436 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such headache and nausea. The customer was treated with manual injection. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at inches. Unit received with cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.